Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery of repairing the wound on the right thumb with fascial pedicle skin flap, three needles broke continuously during skin suture. The suture needles of the same brand and model were replaced again on the site, and the wound was closed only after the fourth replacement. The position of the three broken needles was slightly torn. Finally, the wound was sutured. After returning to the ward, the patient underwent observation and nursing and after one week it was observed that the wound healed well and no infection occurred temporarily. There was no patient injury.